Event description:
The needle was not able to be fully retracted into the catheter. Another needle was opened and used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of pt outcome. The complaint issue was reported as follows: "the needle was not able to be fully retracted into the catheter. Another needle was opened and used to complete the procedure." There were no echo-hd-19-c (echo) devices of lot #c923052 in stock at the time of the complaint investigation. The 1x echo device of unk lot number was returned for evaluation. The device was returned with an echo device related to pr92616. The devices were not returned in the original packages therefore the lot numbers could not be confirmed. The device was returned without the stylet in place. This echo device was received with the needle advanced approx 5mm from the sheath on receipt. The sheath was noted to be severely kinked at the sheath extender. It was not possible to fully retract the needle into the sheath. On attempt to retract the needle, the needle broke at the sheath extender, due to the severe kinking. The distal needle tip was examined under the microscope and confirmed to be intact. It was confirmed that the notch of the needle was caught in sheath tip. The tip of the needle was examined and noted to be free of damage. It can be noted that the severe kinking at the sheath extender was determined to have most likely occurred in transit during the device return. This kinking had no bearing upon the reported failure of the needle not retracting. The customer complaint was confirmed on eval of the device as it was not possible to fully retract the needle into the sheath as the notch of the needle was caught in sheath tip. The notch of the needle can get caught in sheath tip due to improper handling of the device during the use. If the endoscope was in a torqued or flexed position during the procedure, this may have contributed to the issue. The needle notch most likely got caught on the sheath when the user was retracting the needle into the sheath. However, as the conditions of device usage cannot be replicated during the device eval it is not possible to definitively state if this is the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant mfg records did not reveal a discrepancy which could have contributed to the complaint issue. The notes section of the instructions for use ifu0077-2 that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and brakes. If an abnormality is detected that would prohibit proper working condition, do not use". The pt did not experience any adverse effects due to this occurrence. No corrective action is warranted at this time as there have been no adverse effects to the pt as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.